Event description:
The customer sent the ventilator to a service center for recall service. A note with the ventilator reported the ventilator was "not blowing air". This note was found after the recall rework was performed.

Manufacturer narrative:
Conclusion - the ventilator was not returned in its original condition. The power board had been replaced in the ventilator for the capacitor recall prior to sending the unit back for eval. Unable to locate the original power board for testing.